Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was explanted due to noise. The noise was visible on egm. The patient is stable.

Event description:
New information received notes that prior to explant, the right ventricular lead had an insulation break that caused oversensing noise.

Manufacturer narrative:
Additional information: a2- updated age; b1, b2, b5, d6b, h1, h6- account for surgery; d8- not serviced by third party; e1- updated healthcare provider and medical facility information.

Event description:
New information received notes the right ventricular lead was explanted on (B)(6) 2021. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found, except for procedural damage.

Event description:
New information notes that the lead has not been explanted, the patient was last seeing on (B)(6) 2019 and patient was doing fine.